Manufacturer narrative:
Combination product: yes.

Event description:
At gen change atrial p/s pin shredded, df-1 had visible damage which resulted in unreliable shock impedances less than 25ohms. Tachy therapies are turned off. Doctor will consider options. Lead remains implanted. Should additional information be received this file will be updated.

Event description:
At gen change atrial p/s pin shredded, df-1 had visible damage which resulted in unreliable shock impedances less than 25ohms. Tachy therapies are turned off. Doctor will consider options. Lead remains implanted. Should additional information be received this file will be updated. On (B)(6) 2025, this lead was marked oos in error and is still in service.

Manufacturer narrative:
Combination product: yes. The device is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.